Event description:
The company was made aware that the patient has requested to undergo revision surgery. The patient has few shorted electrodes, however the patient's performance has not been impacted. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). Additional information: adverse event and/or product problem and type of reportable event. The external visual inspection revealed a cut electrode and a slice near the fantail. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. Scanning electrode microscopy analysis of the electrode found damage to the parylene wire coating along the electrode lead, on several electrodes adjacent to contact pads. The reported complaint of open and short electrodes could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. However, damaged parylene wire coating was found on multiple electrodes adjacent to contact pads within the array and along the electrode lead. Although no electrode opens or shorts were electrically verified, the damage could have caused shorts between the adjacent contacts while implanted in the patient's cochlea. A corrective action has been implemented. This is the final report.